Event description:
It was reported that the patient experienced inappropriate shocks due to right ventricular lead noise. The lead was capped and replaced on (B)(6) 2017. Patient was stable before, during, and after the event.